Event description:
The facility contacted baxter (B)(4) to report an administration set for blood and blood derivatives that "there was a leak. [The set] was able to make the connection, but with some degree of difficulty". The luer lock thread was damaged. It was reported that the malfunction occurred during infusion. There was a patient involved, but there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.